Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated they did not hear audio on the initial alert sound on the receiver for attentive profile. It was indicated that by the time the patient heard audio, their blood glucose was reading over 700mg/dl and had to go to the emergency room (ER) because she was vomiting and experiencing shakiness. The patient was treated with fluids and insulin at the ER. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.